Event description:
The customer reported that no x-ray image was displayed on the monitors, thus no live image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier was found to be damaged and needs replacing. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.